Event description:
It was reported that a transfer set leaked during use for peritoneal dialysis on the homechoice. The patient reported that when they went to connect the transfer set to the patient line, the transfer set began to drain out the fluid. The technical service representative explained that the transfer set may have been open before connecting. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the transfer set clamp was open while the patient went to connect to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line or uncapping the transfer set prior to connection. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.